Manufacturer narrative:
D9 update: device has been returned to manufacturer. H3 update: device has been evaluated. H6 codes update: c19 - the manufacturing records were reviewed. The device lot met all pre-release specifications. D15 - the primary reported failure mode, related to the device becoming stuck in the sheath, could not be confirmed during engineering evaluation. The engineering evaluation observed material present within and exiting the end of a non-gore introducer sheath; the type of material exiting the sheath was unable to be determined as being associated with the device as listed in the complaint. The root cause of the primary reported failure mode could not be established with the available information. The secondary reported failure mode, related to the distal shaft being broken at the transition, could not be confirmed during engineering evaluation; no distal shaft nor catheter components were able to be observed. The root cause of the secondary reported failure mode could not be established with the available information. The risk management file for the vsx device was reviewed and determined to be accurate and complete. No update is required. An assessment was completed to determine if the event conclusions warrant consideration for a CAPA, scar, and/or fir. It was determined that no action is required.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with an 8 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat abdominal aortic aneurysm combined celiac trunk artery aneurysm. Device was advanced through sheath but stuck in the sheath distal end; it couldn't be advanced to target lesion at celiac trunk artery. To withdraw the delivery catheter, physician pulled deployment knob to deliver vsx device in the sheath, but it was found that the distal shaft was broken at transition bond. Delivery catheter and vsx device were removed together with sheath from patient. There was no device expansion in patient. Another vsx device of same size was used to complete the procedure successfully. Patient tolerated the procedure.